Event description:
Procedure: unk. Reportedly, during monopolar use, the surgeon received a small burn on the back of the hand. The facility report the pt's leg twitched when this happened. The biomedical engineer evaluated the unit and there were no abnormal observations. Note:

Manufacturer narrative:
Initial testing found the output powers to be normal and within specifications. Additional testing found the generator failed the cross coupling test from the handswitching receptacle when the accessory output was activated. Relay k1 on the interface pc board chattered and released smoke during this test. Troubleshooting found relay k1 to be stuck in the closed position. Relay k1 was replaced and the generator functioned normally and within specifications. This failure could have caused or contributed to the reported incident. However, it is not known when this failure occurred and if it played a role in the burn or in the "twitching" of the pt's leg. A review of the service history indicates that no service histories are recorded for this generator." Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.